Event description:
Pt admitted to the hospital to undergo total laparoscopic hysterectomy. While beginning to close the vaginal cuff using the endo stitch device through the 12 mm umbilical port, on the first stitch there was a premature separation of the endo stitch needle from the suture with the needle retained in the posterior vaginal cuff. Radiology came in with the c-arm and the needle was identified. A 4 to 5 mm section of the vaginal cuff from a vaginal approach was resected and sent to pathology. X-ray was taken and the needle was no longer visible after its removal. The vaginal cuff and peritoneum were then reapproximated from the vaginal approach using sequential figure of eight stitches. Diagnosis or reason for use: endoscopic approach to stitch the vaginal cuff.